Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was additionally reported that the lead measured small r-waves and reprogramming did not resolve the issue to the physician's satisfaction. The lead was partially explanted and was replaced with a new lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy after t-wave oversensing (twos) was exhibited with the right ventricular (rv) lead. Reprogramming was performed for rv lead sensitivity, and adjustments were made for the patient's low magnesium level. It was further reported that the patient was scheduled for additional evaluation, and a possible rv lead reposition or replacement procedure. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.